Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: battery device, battery casing devices; (B)(6) 2020 UDI: (B)(4).

Event description:
It was reported that during a veterinary knee surgical procedure, it was observed that the small battery drive device was getting hotter than usual at the blue part where the operation buttons were and where the attachment devices were placed. It was further reported that the performance of the device was lagging even when a fresh battery device was inserted. It was reported that it sounded like the drill was struggling. The reporter stated that the issue had occurred on more than one occasion while changing the battery device and battery casing devices (at least three occasions). According to the reporter, the other events happened within the two or three weeks in which the doctors complained about the similar issues. However, they were unable to recall the specific dates of the events. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had heat and noise was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had low power, was corroded and had a foreign substance on it. It was noted that the device showed signs of immersion and there was excessive debris on the internal components. The device also failed pretests for check power with power test bench. Therefore, the reported condition that the device had low power was confirmed. The assignable root cause was traced to improper maintenance.